Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported a false negative result on the alinity m resp-4-plex assay on (B)(6) 2022. The result was suspected and tested on another instrument. The repeat result was positive. Sample ID (sid) (B)(6) was not detected for target flua, flub, and rsv. However, there was an error for the cov-2 target: error code (ec) 1992 (fluorescence signal evaluation did not meet expected criteria. Maximum cycle difference between threshold cycle threshold [CT] and adjusted fractional cycle number (fcn) was exceeded for cov2_4pce). No result was reported for the cov-2 target. The result was reported to the patient. The sample was retested on instrument magpix from luminex, and the result was positive. On (B)(6) 2022, the sample was rerun on the other platform to analyze other targets. The rsv target was detected. The two other specimens from the patient were also retested on (B)(6) 2022 on the alinity m resp-4-plex, and those were tested positive for the cov-2 target. The result was called back after the repeat test on magpix by luminex. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Event description:
The customer reported an additonal false negative result that occurred on 16-dec-2022 for sample ID (sid) (B)(6) on alinity m resp-4-plex assay lot number 382437. There was no report of impact to patient management. The additional discrepant result will be submitted in 3005248192-2023-00094.

Manufacturer narrative:
Correction:list number updated to associated list number tied to reported event. Device manufacture, expiration, and UDI updated. Additional information: addtional discrepant patient result was reported. Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the review of the customer data demonstrated the alinity m resp-4-plex amp kit (list 09n79-090) lot# 382959 and 382437 are performing as expected. There is no indication that lot# 382959 or 382437 is performing outside of established design performance specifications. While the runs were valid and met assay specification requirements, sigmoidal curve are expected to generate a positive result. False negative discrepant patient results identified in this complaint exhibited sigmoidal curve. Sigmoidal curves are not expected to produce negative results. Furthermore, the customer also stated that samples were ran on magpix from luminex, different platforms have different sensitivity therefore the results may not be reproducible between varying testing platforms. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 382959 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 382437 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc). CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lots 382959 and 382437, as well as their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lots 382959 or 382437, nor their component lots. Complaint history review: the complaint history review identified no additional complaints related to discrepant results for the alinity m resp-4-plex amp kit (part 09n79-090) lots 382959 or 382437 a product deficiency was not identified by this evaluation. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
B4 date of this report corrected for 3005248192-2022-01248 follow up 01 to 01-31-2023.